Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image, could not be identified. Presumably, that the phenomenon, ¿no image¿ occurs due to the abnormality in the gi genius, a non-olympus device used in combination. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿before using the monitor, be sure to inspect and set it up as described in this chapter. Also inspect the ancillary equipment to be used in combination with this monitor as described in the instruction manuals for the equipment. Traced: high-definition lcd monitor oev262h instructions for use (4. Inspection_warning_p24).¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor had no image on the screen. There were no reports of patient harm.